Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): panel connection lost during ventilation was reported and a additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the logfile analysis showed a panel connection loss alarm, indicating intermittent communication failure between the interface panel (ip) and the ventilation unit (vu). This connection loss was documented in the logfiles and correlated with the reported issue. The root cause was identified as a defective ip esm. The component ip esm was replaced. Following the replacement, the device passed all functional and safety tests and was returned to clinical use. Medical intervention was performed at the time of the event. No patient harm was reported. Corrected: h6 section, the imdrf codes were updated/corrected.